Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's device had moved superficially and was causing her discomfort. Her physician removed the device. A new device was placed within a different pocket that was lower on her buttocks. Add'l info was requested.